Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, x -ray was done; no foreign object identified in patient. The needle could not be found. Patient was discharged on same day of procedure; current status unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during suturing on a ventral incisional hernia repair procedure, the tip of the needle broke off.